Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Log file analysis confirmed repeated alarms for "high minute volume", "high frequency," and "low tidal volume (vt)." No technical errors (tes), technical faults (tfs), or ambient mode activations were recorded. Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator suddenly started showing patient as triggering 50+ breaths per minute on psimv mode, however patient was non-responsive. When ventilator was put on standby, patient was apneic the patient experience low tidal volumes and a significant drop in blood pressure. Prompt recognition and intervention by clinical staff ensured patient stabilization. The patient was immediately disconnected from the ventilator and manually ventilated. After stabilization, ventilation was resumed on the same device; however, the issue reoccurred. The patient was again removed and manually ventilated while a second ventilator was prepared using the same circuit. Ventilation on the second device was initiated without any further issues. Currently, the event is under investigation to verify the reported allegations.

Manufacturer narrative:
The serial number was updated from 5896 to 5869. Investigation ongoing.